Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture per MRI implant exchange. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, d3, e1, g1.

Event description:
Healthcare professional reported, a left side rupture. Per MRI implant exchange. Device remains implanted.

Event description:
Healthcare professional reported a left side rupture per MRI implant exchange. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿rupture: observed 2 openings device assessed as fold flaw opening. As per the investigation procedure, crease/wear abrasion/stress marks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.